Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose reading issue was reported with the abbott diabetes care (adc) device. The customer received an unspecified high reading on the abbott diabetes care (adc) device compared to an unspecified reading obtained on a competitor brand meter. The customer noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). The customer initially self-treated with insulin (dose/type unspecified). As a result, the customer experienced weakness and hypoglycemia, requiring corrective self-treatment by consuming juice. There was no report of death or permanent impairment associated with this event. A higher adc device reading of 303 mg/dl was compared to a competitor brand meter reading of 124 mg/dl on the same day of wear. The results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. It is unknown when these comparison readings were obtained in relation to the reported adverse event.